Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the tubing is coming undone while the physician is giving medications or running fluids through the set. There is no report of patient harm.